Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not able to open, and the error message was device not detected on bus. A field service engineer rebooted the station to resolve this issue. After rebooting, the service engineer adjusted the printer settings as well to print the labels successfully.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that the drawer was not opening. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.